Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a gradual depletion from 1.5 years and during the recent check it showed 4 months battery remaining. Data analysis indicated that there was no low voltage fault set, however, it was confirmed that the power consumption was increasing in a gradual fashion. Which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Furthermore, despite the premature battery depletion (pbd), there is a sufficient capacity to support full therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a gradual depletion from 1.5 years and during the recent check it showed 4 months battery remaining. Data analysis indicated that there was no low voltage fault set, however, it was confirmed that the power consumption was increasing in a gradual fashion. Which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Furthermore, despite the premature battery depletion (pbd), there is a sufficient capacity to support full therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a gradual depletion from 1.5 years and during the recent check it showed 4 months battery remaining. Data analysis indicated that there was no low voltage fault set, however, it was confirmed that the power consumption was increasing in a gradual fashion. Which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Furthermore, despite the premature battery depletion (pbd), there is a sufficient capacity to support full therapy for at least 90 days. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.